Event description:
The notification received for the study indicated that the same day of the index procedure, the pt experienced stent thrombosis and an ischemic stroke. Repeat carotid revascularization and emergency cea surgery were required. Pta was performed on an 82% occluded lesion in the proximal and ostium of left internal carotid artery of 16.5mm in length in a 4.61mm vessel diameter. The pt was asymptomatic at the time of intervention. The arch ii eccentric lesion was mildly calcified. The lesion was not pre-dilated. A 5mm medium support angioguard rx embolic protection device successfully deployed then an 8x40mm precise pro rx stent was deployed at the target site without any malfunction. The angioguard was successfully removed and debris was found in the basket upon retrieval. The residual diameter stenosis was 0%. The pt had no neurological deficits upon leaving the angio suite and contralateral occlusion was not noted. No air bubbles were noted during the procedure. Maximum ck was 31 (upper limit 180). Discharge info was not provided.

Manufacturer narrative:
This device is not available for testing and eval. Additional info received will be submitted within 30 days upon receipt.

Event description:
Addendum received 9/3/2010: post-stent deployment completion arteriography showed stent constrainment at the site of the stenosis. Post-balloon dilation, the patient became mildly bradycardic and was treated with atropine. His heart rate normalized and he remained hemodynamically stable. Angiography showed a patent stent but no flow through the distal embolic protection umbrella. The sheath was advanced into the proximal stent to just beyond the take off of the external carotid artery. Four 20 ml syringes were rapidly aspirated through the sheath to remove any loose debris proximal to the umbrella. The distal protection device was removed. It was filled with yellowish athero-embolic material. Follow-up imaging showed that the stent and artery were patent but that there was significant spasm in the distal ica where the embolic protection device was positioned. 400 mcg of nitroglycerin were infused through the sheath. Follow-up imaging showed that the spasm was markedly improved and the stent was widely patent.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 1016427-2010-00113. The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Stent thrombosis is a potentially life-threatening consequence of carotid artery stenting and can cause serious post-procedural complications of stent occlusion or distal embolization, resulting in acute cerebral infarction. Acute stent thrombosis rate is reported to be approximately 0.5%. In the cavatas (carotid and vertebral artery transluminal angioplasty study) trial, stroke occurred in 5% of patients immediately or soon after balloon dilatation and stenting. Although the incidence of stroke attributable to acute stent thrombosis is unclear, a substantial proportion is assumed to be a direct result of stent thrombosis or an indirect result by distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.